Event description:
It was reported to philips that the device's screen was broken. Additional details have been requested. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the display assembly. The fse replaced the display assembly resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.